Manufacturer narrative:
(B)(4).

Event description:
It was later reported that it was not providing the amount of stimulation even after being reprogrammed 3 times. It was also indicated that the device was normally use 24/7. The patient experienced voiding accidents. Patient called manufacturer company for a new device per their doctor's instruction.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the device was not working right and she spoke to her health care professional (hcp) who told her to call the manufacturer. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim. No outcome, symptoms, or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The patient doesn't feel stimulation when adjusting patient programmer.